Event description:
It was reported that (3) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 clips were ejected out of the jaws. One of the devices jaw broke and detached from the instrument. There was no consequence to the pt.